Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system exhibited safety shield activation failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot number 8075181. Our records show the reported lot was manufactured from 4/15/2018 - 4/21/2018, and determined that this is the only instance of a safety shield activation failure occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. The sample was submitted and bd engineers were able to observe a deformation in the tip-shield. This deformation hindered the primary trigger for the safety mechanism, preventing activation of the shield. The root cause for this deformation is the tip-shield loading station; the machine applied excess pressure to the device during an abnormality in the manufacturing process. For this reason, bd has altered the pressure standard for this machine to prevent a reoccurrence of this event.

Event description:
It was reported that bd pegasus safety closed IV catheter system exhibited safety shield activation failure. No serious injury or medical intervention was reported.